Event description:
It was reported that during service it was discovered that the motor of the compressor does not start. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) concluded at the hospital visit that the compressor system had a low pressure output. The field service engineer (fse) replaced the compressor with the motor and the compressor system was again back to expected function after the repair. The returned compressor with motor was tested on a test bench. The compressor with motor was starting without any problems, and ran as expected. The compression was also as expected. An inspection of the cylinders and cylinder heads concluded that they were in a good condition. As the returned compressor with motor was working as expected on the test bench, the cause for the reported issue could not be determined.

Event description:
(B)(4).